Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was having a surgery where the minute ventilation (mv) sensor was disabled due to noise over sensing that was recorded as a signal artifact monitoring (sam) event but has not the characteristics of a real sam event. It was recommended to turn the mv sensor back on at a clinical follow up in the future. The crt-p remains in service at this time. No adverse patient effects were reported.